Manufacturer narrative:
The pacemaker remains in service. There is no further information available. Should additional information become available, this report would be updated.

Manufacturer narrative:
The device was explanted for normal battery depletion approximately six months ago and replaced with a bi-ventricular implantable cardioverter defibrillator (ICD). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this sales representative (sr) called technical services (ts) stating this patient with this pacemaker feels symptomatic after he sits in his chair for awhile and his heart rate monitor shows rates in the 30's. He reports that he feels symptomatic but no syncope. The sr also states the patient has thousands of pre-ventricular contractions (pvc). Ts explained that heart rate monitors are inaccurate and suggested turning on patient triggered electrograms. The sr will note this in the patient's chart should this occur again.